Event description:
Customer reported that a malfunction occurred on pump and did not identify any notable events leading up to the malfunction. There was no adverse impact to the customer's blood glucose level. Customer was instructed to use multiple daily injections (mdi) as a backup therapy, and a replacement pump was sent by technical support. Instructions were provided for putting the pump in storage mode and returning it using a pre-paid label, which the customer understood and acknowledged.